Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. Unable to perform excessive no delivery test, prime/a33 test, occlusion test, basic occlusion test or displacement test due to button keypad anomaly. Unit time advancing properly. However, unable to set correct time and date due to keypad anomaly. Unit received with cracked case at display window corners and battery tube threads. Unit received with scratched display window. Unit received with missing end cap sticker. No display ramping on its own anomaly noted.

Event description:
It was reported that the customer's insulin pump was stuck on no delivery alarm and none of the buttons were responsive. Customer also stated, the time displayed was incorrect and the numbers were ramping on their own. Customer's blood glucose was 265 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.